Event description:
The customer reported being hospitalized with low blood glucose of 47mg/dl. The customer was sleeping and did not get up for work, then her husband checked the glucose level and it was low. The customer was treated with four glucose tablets and the paramedics were called. The customer believes that she over bolused 20 units of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.